Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patients mother they put a pod on the patient (B)(6) 2021 around 7 pm. At 4 am on the (B)(6) the patient started vomiting and when they checked blood glucose levels they were around 250 mg/dl. At 9 am they took the patient to the pediatric doctor and by then they were around 300 mg/dl., by 4 pm the patient was 600 mg/dl and the pediatric doctor gave the patient 9 units of a bolus from the personal diabetes manager (pdm) and decided to call an ambulance and took them to hospital. The patient was there treated with lantus and novolog injections of insulin. The patient was also treated with zofran and fluids.